Event description:
It was reported that the patient reported that she had an infection. The patient reported that the surgeon indicated to her that she would have to have a piece of suture removed after surgery, but did not have a piece of suture removed after surgery as the patient did not see a physician. The surgeon¿s office confirmed that there should not have been any suture for the neurologist to take out. Due to the patient¿s distance to the surgeon, the patient went to a wound care specialist in her area. According to the patient, they said she has an infection at the generator site. She stated that the specialist ¿opened¿ up the wound site and saw a suture piece. It was reported that they visualized pus on one side of the generator pocket.

Event description:
It was reported that the patient saw the wound care specialist regarding the progression of her infection. The patient reported that it does not look like the infection is clearing.

Manufacturer narrative:
Manufacturer device history records were reviewed. Review of the manufacturer device history records confirmed all sterilization was performed for both the generator and lead prior to distribution.